Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl with a moderate ketone level and a bolus was delivered via the pump. The customer changed the tubing. During troubleshooting with tandem technical support, air bubbles were observed by the luer-lock. The customer removed the bubbles. The luer locked was tight and no leaks were observed.